Event description:
A patient's peritoneal dialysis nurse reported that the patient passed away on (B)(6) 2014. The patient was at home, and not connected to therapy at the time of passing.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation.